Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the catheter went into cobra shape and then became unable to be deployed and that the guidewire became stuck. While positioning to work on the right superior pulmonary vein (rspv) the array went into cobra shape. The catheter was removed from the body, but they were unable to deploy the catheter at that point and the guidewire was stuck in the guidewire lumen. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.